Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed for pericardial effusion. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was positioned laterally on the mitral valve (mv). Several grasps were made however the mr was unable to be reduced; therefore it was decided to invert the clip and retract it into the left atrium (la). Due to tension on the cds, the clip moved to the most lateral position in the la. The clip was closed and the patients blood pressure dropped and a massive pericardial effusion (pe) was observed resulting in cardiac tamponade. Unsuccessful pericardiocentesis was performed and it was suspected the clip perforated the left atrial appendage (laa). The cds was removed and the procedure aborted with the mr remaining at 4 after a clinically significant delay. The decision was made to not send the patient for surgery and the patient died. Per the physician, the cause of death was the perforated laa. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement could not be determined. A cause of the reported perforation of the left atrial appendage (laa) could not be determined. The reported pericardial effusion appears to be related to the perforation. The reported cardiac tamponade and hypotension are cascading effects of the pericardial effusion. The reported death appears to be related to the perforation. The reported patient effect of perforation, pericardial effusion, cardiac tamponade, hypotension, and death as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.